Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system diagnostics recorded the l1 lead was completely impeded. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. The physician also elected to add an additional lead at t12 in the event the patient experienced an impedance issue on l1 in the future. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.